Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis, pulmonary embolism and contraindication to anticoagulation. Approximately eleven years and four months post filter deployment, a computed tomography (CT) abdomen and pelvis revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and four months later, a computed tomography (CT) abdomen and pelvis showed that there was perforation greater than 3 mm outside the inferior vena cava and touched the aortic wall. There was no embedment, tilt, fracture, or migration of the filter. Therefore, the investigation was confirmed for alleged perforation of the inferior vena cava.a definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6(result and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis, pulmonary embolism and contraindication to anticoagulation. Approximately eleven years and four months post filter deployment, a computed tomography (CT) abdomen and pelvis revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.